Event description:
Endobronchial ultrasound procedure done in the operating room. Noted at end of the procedure that the fibers were poking through the end of the scope. Examined patient with another scope and was satisfied that no fibers were left in the patient.